Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Diopter: -9.00. Device evaluated by manufacturer? No, lens not returned. (B)(4). Conclusions: no conclusion can be drawn: based on the complaint history, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -9.00 diopter in the patient's left eye (os) on (B)(6) 2015.the lens was explanted on (B)(6) 2015 due to inadequate vaulting and the lens was exchanged for a longer length lens. This resolved the problem. On (B)(6) 2015, patient's last visit; ucva was 20/20.